Manufacturer narrative:
Product analysis: the returned closurefast catheter was received inside the transport tray. No ancillary devices or cine images were received. During visual inspection a kink was noted in the closurefast catheter shaft located approximately 20.6cm proximal from the catheter distal tip. Inspection of the catheter heating element/coil showed that there was a slight bend in the heating element and the fep was damaged and torn resulting in the coil being exposed. There was a dark red substance throughout the length of the damaged fep and the exposed coil. The dark red substance gave the appearance of a burn; however, the material discovered is most likely dried blood. The length of the observed damage was approximately from 4.1cm-7.3cm proximal to the catheter distal tip. Microscopic inspection of the catheter heating element/coil revealed that the fep appeared to have melted and which resulted in bubbling and tearing of the fep. The coil appeared to be stretched in multiple locations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used the closurefast cf7-7-100 to treat the great saphenous vein(gsv). The catheter was used for multiple cycles. The vein was closed successfully. It was reported that part of the length of the thermo heating element was not working and 3cm of the heating element was damaged. There was no patient injury reported. On 03/29/2019: the device has been returned for evaluation. The fep was damaged and torn resulting in the coil being exposed.